Event description:
The complaint/event involved a connector tego¿. During the course of therapy, the hemodialysis machine reportedly detected elevated venous pressures. Catheter blood return and connection were checked, and the machine continued to detect elevated venous pressures. It was finally decided to change the tego, and improvement was observed as the venous pressures decreased. As per the report, the start of treatment was at 4:53 pm, with a heparin dosage of 6000 iu administered intravenously. The blood pressure was 153/93 mmhg, and the heart rate was 81 beats per minute. The event time occurred after 25 minutes after the initial, at 5:20 pm, in that moment, the blood pressure was 162/104 mmhg, and the heart rate was 89 beats per minute. The end of treatment was at 9:05 pm, with a blood pressure of 155/91 mmhg, and the heart rate of 78 beats per minute. In addition, there were 5000 ml of treated blood, with a flow of 250 ml/min, dialyzed flow of 300 ml/min and ultrafiltration dose of 969 ml/h. The myeloproliferative neoplasms (mpn) were 100 mmhg. As per the complaint form, the tego was used more than once because it was designed for three connections per week, the causal relationship of the event or incident was considered probable, and the result regarding the action taken from the event regarding the patient, was considered recovered. The customer stated that there was no harm to the patient and no action was taken regarding the event reported.

Manufacturer narrative:
A photo was provided showing a bloody tego. The photo was not clear to see if there were damages on the tego. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is a CAPA that relates to this complaint issue. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.